Event description:
The customer reported that there was a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised to monitor for any recurring discrepancies, which the caller understood and acknowledged.